Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed no anomalies in impedance; impedance measurements not recorded as device was not activated long enough. Analysis revealed "interference/noise: 34 v-sic recorded in 8 hours since last session, average of 96/day", "oversensing: 5 short v-v cycles (<220ms period) noted on (B)(6) 2010" and lead integrity alert triggered: lead integrity alert triggered based on sic and short v-v cycles. Patient alert sounded (B)(6) 2010.

Event description:
It was reported that during implant of a new device there was significant nonphysiologic sensing of noise and fluctuating impedances from the lead. Later that day the lead integrity alert triggered. It was further reported that there was oversensing, and that the patient experienced pauses which caused the patient to feel lightheaded. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed no anomalies in impedance; impedance measurements not recorded as device was not activated long enough. Analysis revealed "interference/noise: (B)(4).

Event description:
It was reported that during implant of a new device there was significant nonphysiologic sensing of noise and fluctuating impedances from the lead. Later that day the lead integrity alert triggered. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.